Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 116 mg/dl, compared with the sensor glucose reading of 64 mg/dl. The customer reported blood at the insertion site. The customer stated going through 3 sensors so far and all have had the same problem. The customer was advised that the device would be replaced, and was informed to return the products for analysis.